Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 23-may-2018 from a healthcare professional via a company representative who reported that during the pump replacement procedure on (B)(6) 2018 the surgeon aspirated the catheter and csf (cerebrospinal fluid) in the or (operating room) and a full system prime was done with the 0.140 inner tubing volume. This reporter was unaware of any overdose. The surgeon determined the patient¿s low o2 sats to be unrelated to the pump. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and manufacturing representative (rep) regarding a patient receiving 650 mg/ml of bupivacaine at 3.9 mg/day, 100 mcg/ml of baclofen at 0.60 mcg/day, and 10 mg/ml of diluadid at 0.06 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2018 the healthcare provider (hcp) contacted technical services and wanted to confirm that the patient¿s pump had been stopped. The hcp did not see it on the interrogation. The hcp read the settings from the printout. Technical services reviewed and confirmed the pump had been turned down minimum rate mode, a non-therapeutic rate. The pump had been turned down due to the patient having an unintentional overdose related to the pump. It was reported the change in therapy/symptoms occurred suddenly on (B)(6) 2018. It was indicated that the company rep came to the hospital and turned the pump down at the hcp¿s request. Additional information was received from the rep on (B)(6) 2018. The patient was admitted to the emergency room with low oxygen saturation. It was reported there were no known environmental/external/patient factors that may have led or contributed to the issue. The patient was evaluated by the emergency department and the pump rate was reduced to minimum rate. It was reported the issue had been resolved at the time of the report. The patient¿s status at the time of the report was provided as ¿alive - no injury.¿ no further complications were reported or anticipated. Other medications being given at the time of the event and patient weight were not available. The patient¿s medical history included chronic pain, chronic obstructive pulmonary disease, and multiple sclerosis.